Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the lead site and was hospitalized. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was also administered IV antibiotics to address the issue.